Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reproted that the patient underwent a fusion surgery using rhbmp-2/acs on (B)(6) 2010 (month and year valid). The patient underwent a CT scan during a follow up (3 weeks ago), which showed bone overgrowth. The surgeon suggested a corrective surgery to remove the bone overgrowth.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.